Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Initial reporter foreign postal code provided: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). After 42 days, treatment with vancomycin was discontinued. It was reported that the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin (2 grams, every 3 days, intraperitoneally, duration not reported) and gentamycin (40mg, every 2 days, intraperitoneally, duration not reported) for the peritonitis event. After being hospitalized for 10 days, the patient was discharged. After 21 days of treatment with gentamycin, gentamycin therapy was discontinued while treatment with vancomycin was reported to be ongoing. Peritoneal dialysis therapy was reported to be ongoing. The patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.